Event description:
It was reported the customer had a motor error alarm while rewinding their insulin pump. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
The motor error alarm occurred during rewind due to corroded motor home switch. No further tests could be performed due to constant motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.